Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary v4a-2 main drawer 4.2 cubie that was ejected would not be accepted into the empty slot. However, there were delays, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was repeated drawer and cubie failures on station. A field service engineer (fse) tested all drawers and cubies in the hardware test application (hta) for both the auxiliary and main units. The fse found a spill under auxiliary full height drawer 3, cubie tray a. The cubies responded on the tray, but the tray needed replacement on auxiliary. The fse also found a broken cubie ejector in drawer 4.2, cubie tray a, which prevented insertion of a cubie into that position, so that tray also needed replacement. In the main station, the half height controller board for drawer 4.2 was replaced, and all drawer connections were reseated. The station was then powered down so the broken half height cubie tray in drawer 4.2 could be replaced. The fse also replaced auxiliary full height drawer 3 cubie tray a. After rebooting the station, the customer tested refills and inventory for drawers and pockets with good results. The system functioned as intended after the field service engineer repaired the device.